Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #: 73b1800679: investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user fired intra-hepatic vascular with clip and continued surgery using 6 clips. When the user was loading clips, the clips came out slanted. The user took the applier out of the patient and tried to load clips again, it was not resolved. As a result, another ae05ml was used. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its jaws partially closed and the feeder pushed forward. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip was fired. A few more attempts were made and clips were unable to fire from the device. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the yoke broke at the yoke pin which prevented the feeder from working properly. There were no damages to the feeder and the clips were not out of position in the channel. The jaws were partially closed because the feeder was unable to be pulled back and reset. There are indications that the trigger was pulled back incorrectly which caused the yoke to break and disengage from the feeder. No other damages were observed. The damage to the yoke prevented the feeder from properly working and loading clips into the jaws. However, it could not be determined what caused the caused the yoke to break. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, it was found that the yoke was broken at the yoke pin which prevented the feeder from functioning properly. Since the feeder was unable to move within the device, no clips were able to be loaded. There are indications that the trigger was pulled back incorrectly which caused the yoke to break and disengage from the feeder. However, it could not be determined what caused the caused the yoke to break. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the user fired intra-hepatic vascular with clip and continuing surgery using 6 clips. When the user was loading clips, the clips came out slanted. The user took the applier out of the patient and tried to load clips again, it was not resolved. As a result, another ae05ml was used. No clips fell in the patient.